Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: saline mentor breast implant of unknown type. (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a breast augmentation primary with a saline mentor breast implant of unknown type and experienced deflation on the left breast implant. The deflation was confirmed by the healthcare professional via visual examination. As a result, the patient had undergone removal and replacement with gel mentor breast implant of unknown type on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the devices are non-mentor products and no further investigation will take place, and that this event no longer qualifies as MDR reportable. The device received was non mentor. (B)(4).